Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient receiving unknown drug via an implanted pump. It was reported the patient was having a revision and the rep needed help programming the new catheter length and volume. The caller needed to get back in or as they were closing the patient so did not have time to document the complaint. Additional information received from a healthcare provider via a manufacture representative reported there was no patient issues experienced. The case was scheduled as a pump replacement due to eos. The old catheter was slightly frayed but there were no indications of problems with therapy. The cause was due to surgeon preference to replace a portion of the catheter due to slight frayed. The issue was resolved after the revision. The patient's weight was unknown and the catheter was discarded.